Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Reporters phone number: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery during blocking the titanium elastic nail (ten) the inserter broke. No surgical delay is reported. No information available about patient condition and outcome. This complaint involves 1 part. Concomitant reported part: 1x unknown ten. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information to be deleted from complaint. Event date deleted form complaint. Part was not returned and no lot number was provided, an investigation could not be performed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient infomation added to complaint. Event date added to complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.